Event description:
It was reported that during a da vinci s surgical procedure, the monopolar curved scissors (mcs) instrument was dull. No patient harm, adverse outcome or injury was reported. The customer reported malfunction does not in itself constitute a reportable event, however, during internal evaluation of the instrument, engineering discovered evidence that an arcing event may have occurred during the surgical procedure.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as a latex cut test revealed that the scissors cut cleanly through .006 latex. The blades do not exhibit damage. Engineering also observed charring on the distal end components. There is a char mark on the proximal clevis, near the window that reveals the proximal clevis seal. The clevis seal has a .030 x .030 section directly below the char mark that exhibits material removal. Engineering concluded that while the evidence is inconclusive, damage to the instrument is indicative that an arcing event occurred. The clevis does exhibit any burrs or sharp edges near the damaged section. The instrument passed electrical continuity testing. No other damage was found. Although the mcs tip cover accessory used in conjunction with the monopolar curved scissors (mcs) instrument was not returned for evaluation, engineering found that the location of the damage on the proximal clevis roughly aligns where the tip cover accessory silicone meets the ultem sleeve. On (B)(4) 2010, isi followed up with rn, (B)(6) in the operatin room department and she reported that arcing during the surgical procedure was not observed and no patient harm, adverse outcome or injury occurred.